Event description:
Ous MDR - after an implant duration of about 70 months oversensing without inappropriate therapy was reported. No adverse patient side effects were reported. The lead was replaced, but not returned.

Manufacturer narrative:
Upon receipt, the lead was found dissected in two parts. The segments were subjected to an extensive analysis. The inspection revealed a damaged insulation at the distal segment, in the region of the tricuspid valve. This insulation damage can be considered as the root cause of the oversensing mentioned in the complaint description and confirmed during the inspection of the data received for analysis. Based on the characteristics and the location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state, as a result of the interaction with the tricuspid valve. Further inspection revealed tissue residuals on the rv shock coil. As a result of the ingrown tissue, the shock coil experienced severe damages during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.